Manufacturer narrative:
Approximate age of device - 3 years, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's pump on the imaging test showed a clot in the outflow graft. The patient was asymptomatic. The patient¿s lab work showed an increased lactate dehydrogenase (ldh) since (B)(6), which stabilized in (B)(6) (527 u/l) with inr at 2.6. On CT scan from (B)(6) 2018 obvious thrombus in the outflow graft extending beyond the origination of the graft from the metal housing was observed. An echocardiographic ramp test was unremarkable for thrombus. The patient was stable and considered for future pump replacement. No further information was provided.

Event description:
It was reported that on (B)(6) 2018 the patient had no signs of hemodynamic compromise and therefore there are no plans for surgical intervention at this time.

Manufacturer narrative:
No product was returned for evaluation. The report of suspected thrombus could not be confirmed. Additionally, the submitted log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.